Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patent implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy from the device. The suspected cause was an electrode fracture. It was noted the shock impedance measurements were normal. Tachy therapy was programmed off, and the patient was fitted with a life vest with a plan to extract the electrode. It was noted the patient was a power lifter and some of the exercises could have contributed to the electrode fracture. The physician and patient were determining the next course of action.